Event description:
It was reported that the patient experienced an allergic reaction following the implantable cardioverter defibrillator (ICD) implant procedure. The patient has hypersensitivity and the device implanted is gold plated. The device was subsequently explanted and replaced with a competitor device. The patient tested positive for silicone allergy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).